Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('embedded metal fragments') and embedded device ('embedded metal fragments') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with device placement". The patient's medical history included primary ovarian failure. Previously administered products included for an unreported indication: microgestin. Concurrent conditions included vaginal bleeding, gerd, asthma, vaginitis and vulvovaginitis. Concomitant products included budesonide (rhinocort aqua), fexofenadine hydrochloride (allegra), folic acid, lactobacillus acidophilus, loratadine (claritin), montelukast sodium (singulair), nsaids, omeprazole and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain,pain pelvic pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with escitalopram oxalate (lexapro), esomeprazole, pravastatin and surgery (hyst. (Full),salping. (Bilateral and hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, dyspareunia, female sexual dysfunction, vaginal infection, vaginal discharge, depression and anxiety outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: the essure device was successfully occluded. Ultrasound pelvis on (B)(6) 2012: the ovaries are small and difficult to visualize. No adnexal masses are seen. Small amount of endometrial fluid. Concerning the injuries reported in this case the following events were confirmed via patients medical record : vaginal bleeding,abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: essure model number was changed from ess(205) to ess(305). Following events were added: abnormal bleeding (vaginal, menorrhagia), apareunia, depression, anxiety and mental anguish, dyspareunia, vaginal discharge, pain pelvic/abdominal, vaginal infection, embedded metal fragments, difficulty with device placement. Medical history,concomitant conditions,concomitant products,treatment drugs,historical drugs and reporter information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('embedded metal fragments') and embedded device ('embedded metal fragments') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with device placement". The patient's medical history included primary ovarian failure. Previously administered products included for an unreported indication: microgestin. Concurrent conditions included vaginal bleeding, gerd, asthma, vaginitis and vulvovaginitis. Concomitant products included budesonide (rhinocort aqua), fexofenadine hydrochloride (allegra), folic acid, lactobacillus acidophilus, loratadine (claritin), montelukast sodium (singulair), nsaids, omeprazole and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain,pain pelvic pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with escitalopram oxalate (lexapro), esomeprazole, pravastatin and surgery (hyst. (Full),salping. (Bilateral and hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, dyspareunia, female sexual dysfunction, vaginal infection, vaginal discharge, depression and anxiety outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: the ovaries are small and difficult to visualize. No adnexal masses are seen. Small amount of endometrial fluid. Concerning the injuries reported in this case the following events were confirmed via patients medical record : vaginal bleeding,abdominal pain,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('embedded metal fragments') and embedded device ('embedded metal fragments') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with device placement". The patient's medical history included primary ovarian failure. Previously administered products included for an unreported indication: microgestin. Concurrent conditions included vaginal bleeding, gerd, asthma, vaginitis and vulvovaginitis. Concomitant products included budesonide (rhinocort aqua), fexofenadine hydrochloride (allegra), folic acid, lactobacillus acidophilus, loratadine (claritin), montelukast sodium (singulair), nsaids, omeprazole and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain,pain pelvic pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), depression ("depression/ psych injury") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with escitalopram oxalate (lexapro), esomeprazole, pravastatin and surgery (hyst. (Full),salping. (Bilateral and hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, dyspareunia, female sexual dysfunction, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2003 received treatment for pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: the ovaries are small and difficult to visualize. No adnexal masses are seen. Small amount of endometrial fluid. Concerning the injuries reported in this case the following events were confirmed via patients medical record : vaginal bleeding,abdominal pain,pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- event outcome of pelvic pain, vaginal infection, vaginal discharge was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('embedded metal fragments'), embedded device ('embedded metal fragments') and device dislocation ('essure quite well noted to be ¿out of place creating scarring in her right lower quadrant') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with device placement". The patient's medical history included primary ovarian failure, bacterial vaginosis, ovarian dysfunction, faecal volume, renal cyst and discomfort. Previously administered products included for an unreported indication: microgestin. Concurrent conditions included vaginal bleeding, gerd, asthma, vaginitis, vulvovaginitis, right lower quadrant pain and pelvis CT. Concomitant products included budesonide (rhinocort aqua), fexofenadine hydrochloride (allegra), folic acid, lactobacillus acidophilus, loratadine (claritin), montelukast sodium (singulair), nsaids, omeprazole and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain,pain pelvic pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), depression ("depression/ psych injury") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with escitalopram oxalate (lexapro), esomeprazole, pravastatin and surgery (hyst. (Full),salping. (Bilateral and hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device dislocation, dyspareunia, female sexual dysfunction, depression and anxiety outcome was unknown, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, dyspareunia, embedded device, female sexual dysfunction, heavy menstrual bleeding, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates :(B)(6) 2003 received treatment for pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: the ovaries are small and difficult to visualize. No adnexal masses are seen. Small amount of endometrial fluid. Concerning the injuries reported in this case the following events were confirmed via patients medical record : vaginal bleeding,abdominal pain,pelvic pain, dyspareunia, vaginal discharge, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's medical history and event "essure quite well noted to be ¿out of place creating scarring in her right lower quadrant" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('embedded metal fragments'), embedded device ('embedded metal fragments') and device dislocation ('essure quite well noted to be ¿out of place creating scarring in her right lower quadrant') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with device placement". The patient's medical history included primary ovarian failure, bacterial vaginosis, ovarian dysfunction, faecal volume, renal cyst nos and discomfort. Previously administered products included for an unreported indication: microgestin. Concurrent conditions included vaginal bleeding, gerd, asthma, vaginitis, vulvovaginitis, right lower quadrant pain and pelvis CT. Concomitant products included budesonide (rhinocort aqua), fexofenadine hydrochloride (allegra), folic acid, lactobacillus acidophilus, loratadine (claritin), montelukast sodium (singulair), nsaids, omeprazole and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain,pain pelvic pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), depression ("depression/ psych injury") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with escitalopram oxalate (lexapro), esomeprazole, pravastatin and surgery (hyst. (Full),salping. (Bilateral and hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device dislocation, dyspareunia, female sexual dysfunction, depression and anxiety outcome was unknown, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, dyspareunia, embedded device, female sexual dysfunction, heavy menstrual bleeding, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2003. Received treatment for pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: the ovaries are small and difficult to visualize. No adnexal masses are seen. Small amount of endometrial fluid. Concerning the injuries reported in this case the following events were confirmed via patients medical record : vaginal bleeding,abdominal pain,pelvic pain, dyspareunia, vaginal discharge, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('embedded metal fragments') and embedded device ('embedded metal fragments') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with device placement". The patient's medical history included primary ovarian failure. Previously administered products included for an unreported indication: microgestin. Concurrent conditions included vaginal bleeding, gerd, asthma, vaginitis and vulvovaginitis. Concomitant products included budesonide (rhinocort aqua), fexofenadine hydrochloride (allegra), folic acid, lactobacillus acidophilus, loratadine (claritin), montelukast sodium (singulair), nsaids, omeprazole and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain,pain pelvic pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), depression ("depression/ psych injury") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), vaginal infection ("vaginal infection"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with escitalopram oxalate (lexapro), esomeprazole, pravastatin and surgery (hyst. (Full),salping. (Bilateral and hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, dyspareunia, female sexual dysfunction, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2003 received treatment for pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: the ovaries are small and difficult to visualize. No adnexal masses are seen. Small amount of endometrial fluid.. Concerning the injuries reported in this case the following events were confirmed via patients medical record : vaginal bleeding,abdominal pain,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.